Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during surgery, the phaco machine was not irrigating in the visco setting. This is the second of two reports for this facility.

Manufacturer narrative:
No service was performed. The customer did not return calls from the company service representative to set up support or service. Therefore, the reported event could not be replicated or confirmed. The service request was cancelled. The system was manufactured on june 29, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).